Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one (1) actual sample was received for evaluation. The sample was returned wet, without the pouch, and the patient line cap was not present. The reported condition was verified on visual inspection, however, due to the condition of the returned sample, the cause of the missing patient line cap could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Se1: initial reporter address: (B)(6). Hould additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of the homechoice cassette was missing. This was identified during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.